Event description:
In december 1994 the individual was diagnosed as suffering from a type I latex allergy. The allergy, allegedly the result of becoming sensitized, is from the continuous wearing of latex gloves in the performance of his occupational duties.